Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(6).

Event description:
Information was received from a consumer via the food and drug administration (FDA) regarding a patient receiving an unknown opioid medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. Concomitant medications included lyrica 75mg, oxycodone 30mg, clonidine, tizanidine 2mg, ondansetron 4mg, advair 500.50, ventolin hfa, escitalopram 20mg, pramipexole 0.125mg, montelukast 10mg, voltaren 25mg, and tylenol 200mg. It was reported that the pump failed to initiate its alarm for low drug volume, causing the patient to be hospitalized for severe opioid withdrawal. The patient was still experiencing withdrawals and symptoms of withdrawal at the time of report. No further complications were reported or anticipated.